Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that there was a cut on the motor cable. Also the resistance value of the keypad of the hand-control set was out of specifications and there was a short circuit in the cable. The motor cable and the hand-control set were replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the cut on the motor cable. This would have resulted in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w hand-control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method code: device history lot a manufacturing record evaluation was performed for the finished device (serial number : (B)(6) and no non-conformances were identified. Therefore, the investigation summary has been updated as follows: investigation summary: the device was received and evaluated at the service center.the customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that there was a cut on the motor cable. Also the resistance value of the keypad of the handcontrol set was out of specifications and there was a short circuit in the cable. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the cut on the motor cable. This would have resulted in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.